Event description:
"Fied." Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.